Event description:
It was reported the patient experienced a lot of pain at the catheter pathway and underneath the pump. The pain in her spine was "as though a needle is poking her." The hcp felt that the pain was a result of the patient's "petite" physical makeup and that there was not an issue with the device. A specialist performed two magnetic resonance imaging (MRI) but could not clearly see the catheter area due to image distortion. The patient had lost a significant amount of weight since her pump implant. The patient had pain in their legs, headaches and nausea. The patient stated that the hcp would remove the pump but would not remove the catheter because he would need to do a bone graft. The patient wanted the catheter and pump explanted. Additional information reported the pump was causing a lot pain four years after it was implanted. The pump was removed. The patient indicated that a wire was left in her spine and it was causing pain. The patient was not sure if the catheter and wire were removed. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).